Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose after too much insulin was given. The customer did not recall the blood glucose reading. The insulin pump was replaced and returned for analysis.